Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the atrial lead failed to sense and capture. The atrial lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.